Event description:
It was reported that a malfunction alarm occurred with the customer's pump, with no notable events occurring prior. The impact on the customer¿s blood glucose level is unknown, as no specific data was provided. The customer had already attempted to reset the pump within the last 24 hours, and as a corrective action, the pump was replaced. No details were provided regarding the type of backup insulin therapy the customer would use.